Event description:
It was reported the patient had plates and screws implanted to close the sternum on (B)(6) 2010. On (B)(6) 2010, the patient was complaining of sternal clicking, x-ray showed superior portion of screws popped out. A revision surgery was performed on (B)(6) 2010 to remove the plates and screws.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.